Event description:
The patient reported concern after receiving an email regarding affected pods approximately one and a half weeks after the emergency room visit. The patient reported wearing the pod on the arm for approximately 4 to 24 hours. While wearing the pod, the patient experienced persistently elevated blood glucose levels and contacted a healthcare provider (hcp). The hcp advised the patient to seek immediate medical attention, and the patient presented to the emergency room. The patient reported symptoms including inability to keep food down, inability to get out of bed, and extreme weakness. Medical staff monitored blood glucose levels and ketones approximately six times during a visit that lasted about one day. Blood glucose readings were reported to be high, up to 600 mg/dl. The patient stated the only diagnosis provided was that insulin was not effectively lowering blood glucose levels. Specific dates related to admission and discharge were unavailable because the patient did not remember. The incident date was documented as (B)(6) 2026 due to unavailable recall. The patient did not remove the pod at the emergency room and removed and discarded the pod upon returning home. Mild redness at the site was reported but was not unusual. Upon removal, the cannula appeared slightly bent. Blood glucose levels began to decrease by the third day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and the diagnosis of insulin was not effectively lowering blood glucose levels. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.